Event description:
It was reported that the patient presented for right atrial (ra) lead revision after it was discovered that the lead exhibited loss of capture. Ra lead dislodgment was confirmed via chest x-ray. During the ra lead revision, the right ventricular (rv) lead dislodged as well. As it was noted that the rv lead exhibited high capture threshold and inadequate sensing, it was elected to be revised as well. The rv lead¿s helix failed to retract. Both the ra and rv leads were successfully explanted and replaced. The patient remained stable throughout the procedure.

Manufacturer narrative:
The reported events of lead dislodgement, high capture, and sensing problem were not confirmed by analysis. The reported event of the failure to retract issue was confirmed by analysis. As received a complete lead was returned in one-piece for analysis. Final analysis did not find any anomalies except for procedural damage.